Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not received.

Event description:
It was reported that the customer spilled cough syrup on the pump and an unspecified malfunction occurred. Additionally, the pump did not detect the cartridge during the load process. Customer's blood glucose level was 237 mg/dl. Reportedly, the customer had manual injections as alternate insulin therapy.